Event description:
It was reported that the driveline power faults resolved with the exchange of the patient's modular cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline power fault alarms; however a specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log files (see attached) contained data from (B)(6) 2021. On (B)(6) 2021, a system controller exchange took place. On (B)(6) 2021, a driveline power fault alarm associated with power b was recorded. The alarm remained active throughout the remainder of the log file and pump function was not interrupted. The log files appeared to capture the pump operating as intended. The modular cable was exchanged, and the driveline power fault alarms reportedly resolved. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The device history record of the heartmate 3 vad modular cable (lot number 7102962) was unable to be reviewed due to the records being unavailable and maintained by the vendor. The modular cable was shipped in the implant kit for (B)(6) on 21nov2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-04251. It was reported that the patient's log files were submitted for review. The log file analysis revealed transient power cable disconnect and low power hazard alarms on(B)(6) 2021 and (B)(6) 2021 while connected to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. The event log also displayed strings of backup battery faults on (B)(6) 2021 at 1:35pm ¿ 2:35pm followed by driveline disconnects indicative of a controller exchange. There were no other unusual events seen within the log files. The mcs equipment is operating as expected. The log files from the patient's new system controller were then submitted for review. The log file analysis revealed multiple strings of driveline power fault alarms on (B)(6) 2021 from 8:01 pm through 10:57 pm.